Event description:
It is reported that the pt began experiencing pain and discomfort in the hip within the past 6 months. The discomfort is in the upper thigh and occurs when lying on the left side and sometimes with activity. The pt has an appointment with the surgeon on (B)(6) 2012.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.